Event description:
A consumer reported glare following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two reports associated with this event; this report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional information was requested 12/18/2009, 12/21/2009 and 01/06/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).